Manufacturer narrative:
Evaluation summary: the complaint device associated with this report was received for evaluation. It is unk if the product was used according to labeled indications. Review of lot 179376f is in progress. There are no similar reports for this lot. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was requested on (B)(6) 2011. A completed questionnaire has not been received. (B)(4).

Event description:
A consumer reported that she experience keratitis and conjunctivitis following use of this product. She reported that when she opened the box, she found the cap broken, however she used the product for about two weeks. She reported that she went to the clinic and was seen by a doctor. She also reported that her condition is better and she has returned to contact lens wear.